Event description:
It was reported to resmed (B)(4) that a system fault occurred on an astral device indicating a software task fault. The device was not in use when the fault occurred, therefore, there was no patient involvement. Ref MFR 3004604967-2014-00058.